Manufacturer narrative:
(B)(4); (09/25/2013). Device evaluationthe meter involved with this complaint has been returned and evaluated by lifescan product analysis on 09/19/2013 with the following findings: pa was not able to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high readings compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 readings of ¿100mg/dl¿ was obtained on the lfs meter and ¿80mg/dl¿ on a calibrated lab method. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at night, she was hospitalized and reading of ¿23mg/dl¿ was obtained on a lab reading, and the patient was treated with something to eat or drink by a healthcare professional (hcp). The events leading up to the hospitalization remain unclear. The mss was unable to verify if the patient developed any symptoms due to the alleged issue and was only treated with food/drink for the severely low blood glucose reading. It is unknown if the patient was kept overnight or was discharged on the same day. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement and the test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, she was hospitalized, a severely low blood glucose reading was obtained and required treatment by a hcp.